Event description:
It is reported that the patient faced adhesive issues on (B)(6) 2026 as product fell off after insertion.

Manufacturer narrative:
Patient city: (B)(6). Patient country: spain. Establishment name: (B)(6) country: united states of america post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.